Manufacturer narrative:
(B)(4). The covidien customer support engineer (cse) verified the malfunction. The cse inspected the device and upgraded the software to the current revision and performed all the calibrations, the extended self-test (est), the short self-test (sst) and the device operated within the manufacturing specifications.

Event description:
Covidien received info stating that an 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event.